Manufacturer narrative:
This event was identified during internal quality system activities. Upon review, the manufacturer determined the event meets FDA criteria for reporting. The report is being submitted to ensure accuracy and completeness of MDR files. This submission does not reflect a change in device performance or patient risk. The awareness date corresponds to when the manufacturer became aware of the event details. All information reasonably known to the manufacturer at this time has been included. The device history record was reviewed, and no exception documents were found. This complaint will be used to trend for similar complaints. A search of the complaint database was performed and no similar complaints for this lot number were found. The suspect device was returned as a single device. The location of the leak was where the catheter was noted to have been twisted. Review of merit's manufacturing processes revealed no instance in which the catheter is exposed to rotational force. Additionally, as the device has been used/opened it is not possible to determine with certainty when the damage occurred. Therefore, the root cause is unknown at this time.

Event description:
The customer reported that during the procedure an sts leak occurred. The procedure was finished using a new device. There was no patient harm or injury.